Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. Sterilization process review. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® propaten® vascular graft, complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to infection and tearing of host vessel.

Event description:
On (B)(6) 2016, a bilateral femoral bypass surgery was performed using gore® propaten® vascular graft to treat the left common femoral artery occlusion. On (B)(6) 2016, the patient developed a fever. On (B)(6) 2016, CT scan was performed, and infection was suspected around the left femoral artery anastomosis. On the same day, vacuum assisted closure (vac) was performed to treat the infection. On (B)(6) 2016, the anastomotic section of the left femoral artery collapsed and bleeding was observed. Pseudomonas aeruginosa infection was identified. On (B)(6) 2016, the left half of the graft was removed from the patient, and axillobifemoral bypass was performed using another gore® propaten® vascular graft. No lower limb ischemia has been reported thus far. The patient is reportedly doing well.